Event description:
It was reported that during a ptca/stent procedure, resistance was noted while the stent delivery system was being advanced over the guide wire. The catheter was removed and the tip of the catheter remained on the guide wire. The guide wire was cut and the tip of the catheter was removed. No patient injury was reported.